Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level remained high after treating it. Customer's blood glucose level was 454 mg/dl. The customer treated her blood glucose level with the insulin pump. The customer's doctor took her off a shot that improved insulin use because she was running low. The time on the insulin pump was 5 minutes behind. The customer's blood glucose level was going low after her breakfast bolus. Customer's blood glucose level dropped to 31 mg/dl. The customer treated her low blood glucose level with orange juice. The device was not returned.